Event description:
The customer's mother reported seeing insulin between the o rings of the syringe. The customer's mother stated that she found the problem twice. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.